Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a black foreign subject was found, the main component of the foreign subject was suspected to consist of a protein. The origin is suggested to may include body fluids, bacteria, or protein-based drugs. Further use of the device is not recommended due to age. The foreign matter (found protein) can be attributed to wrong handling by incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the suction/irrigation tube had a black dot that came out from inside the lumen during flushing. The issue was found during reprocessing, and the intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the device is pending evaluation completion. Device evaluation determined the origin of foreign bodies may also include body fluids, bacteria and, if used, protein-based drugs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.